Manufacturer narrative:
Fifteen cadd administration set was returned for analysis (eleven unused inside a plastic bag with their original sealed packaging and four used inside of plastic bags). Upon visual inspection, no damages or defects were detected except for one sample was missing a connector. The samples were set for accuracy testing using a pump solis vip except for the missing unit; all passed successfully. Relevant documents and the manufacturing process were both reviewed; no discrepancies noted. The housing assembly operation, the inspection where the pump tube arch is measured, bonding operation, and accuracy testing were all reviewed and deemed adequate. A review of the production floor occurred with the use of 32 units; no discrepancies noted in regard to the height of the pump tube arch. Four samples were taken from the production floor and tested using the balance mettler toledo; no discrepancies observed. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Additional information was received stating product fault did not occur while in use with a patient. Incident occurred during preventive maintenance-four pumps had failed with this tubing.

Event description:
Information was received indicating that a smiths medical cadd administration set failed preventative maintenance with a low volume delivery. The pump delivered 15.36ml. There was no patient involvement.